Event description:
Sorin group (B)(4) rec'd a report that a battery fault error message was displayed on the s5 sys during a procedure. There was no report for pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that a battery fault error message was displayed on the s5 system during a procedure. The reported issue was reproduced by the service representative. The ups module was replaced which resolved the issue. No further investigation is required. No trend increase has been identified. No nonconformities were noted during the device history record review regarding this issue. The issue will be monitored for trends and if identified, corrections will be recommended.

Manufacturer narrative:
Sorin group (B)(4) mfg the s5 sys. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group rec'd a report that a battery fault error message was displayed on the s5 sys during a procedure. There was no report of pt injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.